Manufacturer narrative:
The customer is attempting to repair the unit and has declined ge service offer. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported an error that the bellows cannot be emptied preventing mechanical ventilation. There was no report of patient involvement.